Manufacturer narrative:
D10 concomitant products: egia45amt egia 45 artic med thick sulu (lot#:p4d1160), egia60amt egia 60 artic med thick sulu (lot#: p4l0782), unknown endo gi, unknown endo gia instrument (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during an open low anterior resection, while using the first stapler, the surgeon pressed the green button and squeezed the handle, but the device did not fire. A second reload was used with the same handle and the same issue occurred. A new handle and reload from a different manufacturer were used to complete the case. There was no patient injury.